Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient expressed concern that the ilet was dosing insulin while glucose was trending low and that the on-screen arrows next to the glucose reading were continuously spinning; the agent explained that the arrows indicate data activity and do not necessarily indicate insulin delivery, and provided education that the ilet reduces or suspends insulin when glucose is falling quickly or below 70 mg/dl. Symptoms included hypoglycemia with a glucose of 70 mg/dl. Outcomes included no injury, no hospitalization, and no change to blood glucose attributed to the device. Investigation included remote troubleshooting and user education regarding device behavior during low glucose trends. Investigation of this case revealed no device malfunction and normal device behavior consistent with automated insulin modulation during low glucose conditions. It was concluded, based on previously established findings for similar reports, that the cause was unclear with no device-related failure identified. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.